Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Tandem technical support sent customer a replacement usb cable.

Event description:
It was reported that the customer had difficulty charging the pump with the usb cable. Reportedly, the usb cable had to be maneuvered in the usb port for charging to initiate. There was no reported adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information, however, a response was not received.